Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges laying against heating pad while on couch then left heating pad unattended while getting coffee. Consumer returned and alleges heating pad caught on fire. There was not a report of personal injury with this incident.

Manufacturer narrative:
(B)(4). Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer alleges laying against heating pad while on couch then left heating pad unattended while getting coffee. Consumer returned and alleges heating pad caught on fire. There was not a report of personal injury with this incident.